Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus balloon was explanted and a new 71-82cm aus balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.